Event description:
Had essure in 2005 after traumatic experience of having a very premature baby. I was admitted to hospital the same evening with horrendous cramping, pain and heavy bleeding. Since having I have had far heavier and more painful periods, mood swings, and very bad ovulating pain, often crippling sharp stabbing pain in the area of my right ovary. In the years following my lower back has become painful and often left me immobile for days, sometimes weeks. Since 2013 my back pain has become so debilitating that I was unable to walk without a walking stick. In (B)(6) 2013, an MRI showed bulging and herniated disk disease. I have also had problems emptying my bladder. My periods and mid cycle pain have become so bad that I have been referred to gynecology to discuss my request for a full hysterectomy (with support from my gp). I have suffered with cervical changes requiring cauterization, and very large nabothian cysts regularly returning for the last two years and having to be drained. I have also been diagnosed with fibromyalgia in the last year due to crippling pains in many areas of my body and fatigue. I believe most of these problems, if not all are as a direct result of having the essure coils in 2005. Rx meds: hapocticn, lyrics, nortriptyline. Otc meds: vitamin d, calcium with magnesium.